Event description:
Caller reported an issue with the insulin gauge displaying an unexpected amount on a previous day, showing 0 units while approximately 150 units were expected, with a discrepancy greater than 30 units. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer loaded a new cartridge, and they were advised to call back for further troubleshooting if the problem recurs. An email with resources for cartridge loading was also requested.